Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable as a malfunction. No medical records or no medical images have been made available to the manufacturer; however, a photo was returned. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure, allegedly the biopsy instrument was not able to lock into the primed position. It was unknown which side was not able to lock into the primed position. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned. Both slides were in their initial positions. There were no visual anomalies noted on the device. Functional/performance evaluation: to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place; however, the top slide would intermittently release leaving the bottom slide in the primed position. An x-ray was performed on the device and it showed that the cannula tangs were not fully engaging when the top slide was primed. This likely caused the cannula to release without being triggered. The device was disassembled and internal parts were inspected. Upon disassembly, it was observed that the left side bumper was missing. Additionally, the tangs did not appear to be damaged or deformed. Dimensional evaluation: measurements were found to be within the acceptable range. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: the photo shows a device needle placed on a brown drape. The needle is in the unprimed state with the cannula and stylet in the initial positions. Based on the photo review, the reported failure to prime could not be confirmed. Conclusion: the device was returned. The investigation is confirmed for self-activation as the returned device self-activated during functional testing. Although the device appeared to have primed during functional testing, the x-ray imaging confirms that the cannula tangs were unable to completely lock into place; therefore, the investigation is also confirmed for failure to prime. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: precautions: - this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. - never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. - unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: - before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. - energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. - verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. - while maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: - potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure, allegedly the biopsy instrument was not able to lock into the primed position. It was unknown which side was not able to lock into the primed position. There was no reported patient injury.